Event description:
The facility stated that the surgeon successfully implanted a model aa4207vf intraocular lens using a model msi-tr injector and a model mtc60c fp cartridge, but the pt sustained a capsular tear during this procedure. The surgeon removed the lens without further injury to the pt. The lot numbers for the cartridge and injector were not specified.